Manufacturer narrative:
Product complaint # : (B)(4). An actual open sample was returned for evaluation. During visual product evaluation of sample, it was found that complaint sample pack had broken suture inside. As complaint sample pack was received in open condition functional product evaluation cannot be performed on received open samples. Five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected and no defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects and no defects were observed. Individual tensile strength value for retain samples were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device.* to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a radical gasterectomy, on (B)(6) 2018 suture was used. During knotting and pulling, the suture breaks out.